Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, brown particles in the fill channel, a curved opening on anterior, wear abrasion, brown particles inner device, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a smooth crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.